Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage to device or connector pins. Additional visual inspection shows saline residue in the tubing. The device was attached to a 68000-generator using the bypass startup, the device was connected and was recognized. Using the gauze test, a couple of ablation cycles were initiated with no issues observed. Note: there was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. The device was taken apart and the section of the saline lines that are occluded when the handle is not engaged are pinched closed. Note: the event description indicated that there was adequate saline flow during use. Reason for return was not confirmed. Conclusion: reason for return was not confirmed. The device was taken apart and the section of the saline lines that are occluded when the handle is not engaged are pinched closed. The saline lines being pinched closed is the result of the trigger being released to long which results in the saline line being pinched closed to stop the flow of saline this is part of the design of the device. Review of the jaw are of the device does not show any area of rough edge or sharp edges that may have caused the abrasion to the heart. There was no evidence of charring that would also suggest device related. With the information and the product analysis not able to confirm that the medtronic product caused or contributed to the abrasion. There were no patient adverse effects. Medtronic will continue to monitor for future events. Correction h6: patient code (ime/annex e) updated to e1701. Correction additional codes: imf (annex f) updated to f19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during use of a cardioblate bp2 device, it was reported that the customer had encountered a problem with the patient that underwent open heart surgery for mitral valve replacement (mvr) and atrial fibrillation (af) ablation. The customer began to make the heart eject by filling the heart where a lot of bleeding was coming from. The customer explored and found that the left pulmonary vein had an abrasion injury in the line of the ablation device that needed a complete bypass with cardioplegia arresting the heart again to fix it. Pledget sutures treated the wound. The use of the device was unspecified. There was no additional adverse patient effects associated with this event. Medtronic received additional information that the machine and clamp functioned appropriately. High impedance error messages appeared between ablating different sides. Medtronic received additional information that the operator was experienced with use of the device. The presence of saline flow to the device prior to use was verified. It was verified that 0.9% saline was used. It is undetermined if the surgeon verified the tissue thickness prior to ablation. The device reported high impedance around 3-4 times. It is undetermined if saline was presented at the ablation sight when high impedance occurred. With regards to abrasion, this was a cut. There is no specific allegation against the device, however the customer wonders if this was due to the device itself.